Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.

Event description:
It was reported that revision was done due to radiographic loosening. Upon removal of durom component, there was no visible bone in-growth.